Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing, however power graph shows unexpected battery power loss for a duration of time and pump error 25 confirmed in device history files, problem isolated to electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery alert or power error was detected. Customer¿s blood glucose level was unknown. Customer did not receive a low battery alert prior to the replace battery alert. Customer stated that the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of replace battery alert without a low battery warning. Customer was advise to revert back using manual injections or pens. The insulin pump will be returned for analysis.